Event description:
It was reported that during a procedure, when entering the joint cavity, when the depth-limiting casing moves backward, the second t also slides out, and at the same time, two t are seen. Backup device was available to complete the procedure, significant delay was reported. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the delivery needle. T2 has been advanced to the distal end of the needle. The device was tested for deployment using a rubber meniscus model, t2 was able to be stripped off as intended. This investigation could not identify any evidence of product contribution to the reported complaint.